Manufacturer narrative:
An event regarding revision involving an unknown hip implant was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by sale rep that there is no product information provided as the primary surgery was performed in 2010. There was a first revision surgery performed in 2014. A second revision surgery is going to be scheduled soon. A separate complaint was entered to cover the upcoming revision. Update 30/april/2021 wg: anatomy position is hip.